Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The implantable pulse generator (ipg) reached elective replacement indicator. The pacing leads exhibited a lead warning. The ipg was removed and replaced. The right atrial (ra) and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.